Event description:
On day before this report, the pt obtained results of 46, 45, 48, 61, and 53 mg/dl. He did not have any sypmtoms at the time of testing. He did not take his usual amount of insulin, which is 25 units of novolin and 7 units of regular. The following day, at 9:00 a.m. The pt visited the physican. The pt was tested on the physician's device and the result was 468 mg/dl. The pt then tested on his meter and obtained a result of 50 mg/dl. This comparison exceeds 20% specifications. The pt did not have any symptoms at the time. The pt's mother gave him his set amount of insulin. The pt did not go to the hosp. The test strips were in good condition and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The reporter was unable to state if the codes were matching. The pt did not have any control solution or a check strip to troubleshoot. The meter was cleaned according to the owner's manual.